Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
On march 15th, 2023, additional information was received that stating that further troubleshooting was performed and it was found that the pump was functioning as intended and no evidence of a battery issue was found. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.